Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: is the user a new user to vistaseal? No if not, how many times have they used vistaseal prior to this event? 15+. How many times have they applied the laparoscopic tip? 10+ times. Was a sales representative present during the case when the issue was experienced? Yes. Was any leakage or product solution observed at the luer locks connection? No. Were there any unexpected outcomes or complications as a result of the event? No. Are there pictures of the damaged device available? >>the device is available for return. The user tried using a tool on her table as well. Investigation summary : the following observations were made by inspecting the returned device: the luer locks (grey components) were stuck and not able to turn. The tip was stuck onto the adapter and was unable to remove. There are deep tool marks on both the lure locks, indicating the luer locks were forcefully manipulated by a hard instrument. Investigation: the deep tool marks indicate that a tool was used to loosen the tip by rotating the luer locks in the tightening direction (wrong direction) with excessive force, resulting the luer connection getting stuck and unable to remove the tip for lap tip exchange. Conclusion: it is determined that a tool was used with excessive force to turn the luer locks in the wrong direction. As a result, the luer locks and tip were stuck and the tip was unremovable/unexchangeable and the device unusable. However, it is unknown why the user resorted to using a tool to unlock the tip. It is highly probable that the user initially tightened the luer locks instead of loosening them, causing the luer locks to get stuck, leading the user to use a tool to pry off the luer locks. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a laparoscopic hysterectomy procedure on an unknown date and a fibrin sealant preparation device was used. The open applicator would not screw off in order to place on the laparoscopic tip. A replacement was opened in order to utilize the first one. The second applicator worked fine. No adverse patient consequences were reported. Additional information was requested.